Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer reported low blood glucose symptoms with result of 128 mg/dl obtained on the aviva system at 11:30 pm. Emergency medical technicians (emts) were called; caller states customer tested 43 mg/dl on the emt meter within a few minutes of the aviva result. Customer was treated with 2 tubes of glucose gel, 2 glasses of apple juice, a 3rd glass of sweetened juice, and half of a peanut butter sandwich. At 12:27 am customer tested 110 mg/dl and hi (greater than 600 mg/dl) within 10 minutes on the aviva system. At the same time customer tested 393 mg/dl on emt meter; he received result of 139 mg/dl at 12:39 on the aviva system. Low blood glucose symptoms improved. The following day customer reportedly received results of 50 mg/dl and 120 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms were reported with these results; customer self-treated with candy and a fruit cup. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.